Event description:
Approximately eight months and two weeks post heartware vad implantation, it was reported that the patient underwent an elective controller exchange due to damaged pins in port 2 of the controller. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller exchange and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported controller malfunction was confirmed during visual inspection which revealed bent pins within the port 2 of the device; visual inspection also revealed that the connector inner guides have been worn down. The confirmed malfunction is related to the reported event. The kind of damage observed is consistent with damage caused by user while attempting to connect a power source onto the controller without properly aligning the mating parts and applying excessive force. Testing of the controller indicates that the most likely root cause of the 'poor mechanical connection' event is due to the user attempting to connect power sources to the controller without aligning the connectors; this causes the connector pins to bend and the connector alignment guide to wear down and become ineffective. Heartware has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.